Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited unit failed water leak test. Found leak from zoom and focus ring. There was no patient involvement.